Event description:
Information received from the field notes that during the implant procedure, it was difficult to pass the lead through the tricuspid valve. During withdrawal of the lead, the stylet perforated the lead and the patient's cephalic vein was injured.